Event description:
The technician alleged that the head hi/low drifted down very slowly. No patient impact.

Manufacturer narrative:
The technician replaced the trendelenburg valve to resolve the issue.